Event description:
Patient called facility to report a red mark described as a burn the size of a quarter on his neck where sensor was located during his study five days prior. He stated he did note that the night of his study he felt as if a "sharp edge of tape" was poking him all night, but he didn't want to say anything because he didn't want the wires to be readjusted. The following day while shaving he noted the red mark on his neck. This device consists of an over molded piezo sensor that is used for the detection of vibration caused by snoring during a psg. The sensor is durable and moisture-resistant under our recommended cleaning process, and maintains a low profile that converts the sounds or vibrations associated with snoring behavior into an electrical voltage that can be traced on a recording device.